Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The operative reports for this case were received. Per the reports, this patient underwent a valve replacement procedure for severe aortic stenosis. The pre-procedure echocardiogram showed severe aortic stenosis with reasonable well-preserved left ventricular function and minimal mitral regurgitation. The patient was deemed inoperable and did not have adequate femoral access for a percutaneous approach; hence a right transaxillary and transaortic approach were used for the procedure. An incision was made in the right infraclavicular area and the right axillary artery was identified. The delivery sheath was then introduced into the dacron graft and a wire passed through it, and across the aortic valve. Balloon valvuloplasty was performed to dilate the native aortic valve successfully. There was significant difficulty passing the sheath through the graft and there was intimal disruption noted. The physician was also unable to completely pass the nose cone of the catheter into the descending aorta. At this time oozing was noted from around the site of the dacron graft and there was concern for a propagation of the subclavian dissection. Given these concerns, a median sternotomy was performed to gain control of the bleeding of the right carotid and the right subclavian arteries. Following the sternotomy it was decided to attempt a transaortic approach for placement of the sapien valve using the same dacron graft. An anastomosis was performed with this graft into the ascending aorta. The 26mm sapien valve was delivered through the sheath and positioned proximally 50:50 across the valve. During positioning in the valve the wire appeared to have moved to an extra cardiac position, however the valve was advanced into an optimal delivery position. Using rapid ventricular pacing, the valve was deployed. On echo, there was minimal paravalvular leak and a tiny central leak resulting in mild aortic insufficiency. The delivery system and sheath were removed. The graft was then tunneled under the clavicle and anastomosed to the distal axillary artery. During the procedure the stiff guidewire perforated the apex of the heart (left ventricle). Initially there was no bleeding, and then the area started to bleed. The patient's chest was re-opened to explore where the bleeding was coming from, the bleeding was controlled with pledgeted mattress sutures. The sternum was closed, an aorto axillary repair from the initial subclavian dissection was performed, and the right axillary operative site was closed. The patient was transferred to the intensive care unit in stable condition. The device information is not available, thus a device history review cannot be performed. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. In addition, the exact cause of the ventricular perforation is not known, however, as reported by the physician, one of the stiff wires may have caused or contributed to the injury; there was no allegation of an edward's device malfunction contributing or causing the lv perforation. Per the device's instructions for use (IFU), the edwards sapien transcatheter heart valve (model 9000tfx) with the retroflex 3 delivery system and accessories (includes retroflex 3 introducer sheath set) is only indicated for transfemoral delivery in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien transcatheter heart valve via (transaxillary and transaortic) delivery has not been established, are not approved methods of delivery for the sapien valve in the united states, nor is endorsed or recommended by edwards lifesciences. In this case, procedural factors contributed the events. No further action is possible at this time. This is one of two manufacturer reports being submitted for this event. The second report will be submitted under (B)(4).

Event description:
As reported by the clinical specialist, he was informed that a patient received a sapien valve. The access route used was the subclavian artery. The vessel was severely damaged requiring surgical intervention. The patient received (B)(6) units of blood. The patient left the room in stable condition and was recovering the next day.